Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The 100% stenosed lesion was located in the tortuous and moderately calcified mid right coronary artery (rca). During advancement resistance was encountered, the tip of the guide wire was broken and the tip remained in the right coronary artery. The tip was retracted through the 6f guide. Nothing was left in the coronary. The procedure was not completed. The patient status is reported as "stable."